Event description:
A hospital in (B)(6) reported via our distributor that two rt040 full face mask seals was found to be separated from the mask bases while still in their unopened bags. This was found before patient use.

Manufacturer narrative:
(B)(4). The returned rt040 full face masks were visually inspected for seal separation. Results: the complaint devices were still sealed inside their original packaging. The rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. Visual inspection of the complaint masks revealed that the seal was glued properly with a continuous bead of glue. We have received one other complaint of this nature for lot number 090713. Conclusion: we are unable to determine the root cause of the separation as the seal and base of the returned rt040 masks were almost completely separated prior to receipt. Our visual inspection of the devices showed that the masks were glued properly, so there is no indication that the seal separation was related to a manufacturing defect. We are aware that seal separation may occur if excessive force is applied to the mask. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than 100n. We are monitoring this failure mode as a part of our ongoing trending.